Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated he received replacement pen needles from his supplier and that they are working as intended.

Event description:
Consumer reported complaint for the 31g trueplus pen needles. Customer stated that the needle falls off when putting the cap back on after administering his insulin. Customer was concerned as several have fallen off and he stated that it could be dangerous if a human or animal stepped on it. Customer has been using the product out of this package for one week. The customer is using compatible product and the pen needle is properly aligned. Customer stated the package had not been open or damaged when received. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 11-jul-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned, product evaluation unable to be performed: 7 pen needles without the protective cover and cover cap; unable to ship to the manufacturer due to needle exposed. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.